Manufacturer narrative:
Concomitant medical products: product ID: 3537, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 3537, serial/lot #: unknown. All codes apply to the patient programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for fecal incontinence, urge incontinence. The caller had a question on how to turn the controller on after she got new batteries and the controller wouldn't turn on. The caller set the controller down after changing the batteries and a message came up saying something with memory, a ¿memory message¿ but she couldn't read it fast enough and it went blank again. The next day, it was reported that the patient¿s device was still not working properly. Patient stated she could not see to give or write data down. The same day, patient service was contacted, it was reported that the patient¿s controller was not working and the patient started to have leakage again. The caller noted that they had tried replacing the batteries twice. Patient services recommended removing the batteries to reset the controller and then reinserting but the screen was still blank. The caller reported that she noticed that the battery on the right side did not fit as tight as the left. Patient services advised that the controller battery compartment may be damaged if the battery was not fitting securely. The caller noted that the trial ends that day, and that the patient would be seeing her managing healthcare provider (hcp) later today. About a week later, the caller re-reported that the batteries in the controller "went out" and the patient¿s symptoms returned during the evaluation. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.